Manufacturer narrative:
Results and conclusions summation: stent dislodgement can be influenced by many factors, including, but not limited to; improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, and interaction with the lesion, accessory devices, and/or previously implanted stents. It is possible that after two attempts to cross the lesion, the stent implant became disrupted on the balloon, then became dislodged during an interaction between the mounted stent and the tip of the guiding catheter and/or rhv during retraction of the product.

Event description:
Reporting status: serious injury/required intervention. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during stenting of the rca, the physician was attempting to advance the device through the lesion and was unsuccessful. The device was removed from the vasculature and the physician attempted to advance the same device again, but was still unsuccessful. As the physician was attempting to remove the device from the vasculature, the stent sheared off the device and remained on the guide wire. The stent delivery system was removed and a 1.5mm balloon was advanced through the undeployed stent and the physician dragged the stent to the intended site and inflated the balloon until the stent was deployed adequately. There were no reported pt effects. There is no add'l info available.